Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that there was automatic mode switch (ams) episode from noise over-sensing on the right atrial (ra) lead. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.